Event description:
The customer reported that two (2) Biosenty devices were used on one (1) patient during post-lung biopsy. The metal hydrogel plug pusher was unable to advance through the coaxial introducer. The device became stuck inside the coaxial introducer and the locking mechanism for the depth adjustment became disengaged. The hydrogel plug from the 2nd device was deployed, but after imaging the area, the physician was unable to locate the plug. The patient developed a pneumothorax which required a chest tube and extended hospital visit.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. Upon unaided visual inspection, no signs of damage were found but there was evidence (Bloodstains) of clinical use. All returned devices were able to be assembled and were functional. The investigation concluded that the complaint could not be confirmed and the root cause is unknown.This complaint will be used to trend for similar complaints. A search of the Complaint Database was performed and no similar complaints for this lot number were found. The Device History Record was reviewed, and no exception documents were found.